Manufacturer narrative:
Model number/catalog number: sc-2352-70; serial number: (B)(4); batch/lot number: 21369970; model/catalog description: linear 3-4 lead 70 cm.

Event description:
A report was received that the patients lead migrated. The patient underwent a lead revision procedure.